Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history records revealed no irregularities with the manufacture and sterilization of the reported lot number 4234207. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that over a period of two weeks, users from a neonatal intensive care unit had observed extravasations with four patients while using a bd neoflon IV cannula. These extravasations led to changes surrounding the IV insertion sites that were visible within 2-4 hours post IV cannula insertion and resulted in necrotic lesions of the patient's skin and subcutaneous tissue. At the time of the incidents the patients were receiving continuous IV infusions; one patient was receiving 10% glucose and the other patients were receiving 10% glucose, lipids, and antibiotics. The patient were evaluated by a surgeon and wound care that included the use of unigel, solcoseryl gel, octenilin, and silver bandages was provided.